Event description:
A patient implanted with edwards aortic and mitral bioprosthetic valves received implant of transcatheter bioprosthetic valves through the existing valves due to severe stenosis and insufficiency. This report will address the mitral valve. It was identified, through review of source documentation provided, that preoperative workup demonstrated a 10.5 mmhg gradient across his mitral valve. Patient underwent successful implantation of a transcatheter bioprosthetic valve with only mild perivalvular mitral insufficiency and mild aortic insufficiency at the end of the procedure. Patient is reported as doing well following the procedure.

Manufacturer narrative:
Stenosis and insufficiency additional manufacturer narrative - report of edwards mitral bioprosthetic valve being re-operated due to stenosis and insufficiency. Patient was treated via tavr and is reported in stable condition. Bioprosthetic valve stenosis and insufficiency are caused by many potential factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant/replacement and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. This patient has a documented history of hypertension, diabetes mellitus, pulmonary hypertension and chronic obstructive pulmonary disease; all of which could have caused or contributed to the reoperation of this patient. There has been no information to suggest a device quality deficiency related to this event. No further actions are possible with the available information. Of note, this patient also had transcatheter replacement of an edwards aortic valve. A separate report has been submitted for this event; please reference MFR report #: 2015691-2014-00267.